Event description:
During a follow-up in clinic, the device was interrogated and the remaining longevity was much lower than expected. It was speculated that the remaining longevity may have been overestimated at the previous follow-up appointment. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The device was returned for a diagnostic anomaly. The field reported that the device reached eri earlier than previous projections. The device was tested on the bench and found to be normal. The device was found to be within estimated longevity. The device¿s battery voltage adc function was tested and found to be normal. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.

Event description:
Related manufacturer reference number: 2017865-2019-05310.